Event description:
It was reported there was a surgical procedure on the day of report in which the neurostimulator was removed as the patient no longer was having pain and had her cage implant removed. It was logged the health care provider opened up at the neurostimulator pocket and chose not to use screwdriver and instead pulled on the extension lead so that approximately half of the lead broke away and was removed with the neurostimulator and the rest of the lead was left internalized. It was logged the patient was getting good therapy still but did not feel she needed stimulation therapy any longer. It was noted the patient had not been seen since their procedure earlier that day. It was reported that "about 6-8 inches or a little more" came out and the rest was left internalized. Additional information received reported that diagnostics were performed on the device and there was no problem with the device. It was noted there were no interventions taken or planned and the patient outcome was unknown.

Manufacturer narrative:
The device in question has not been returned to the the manufacturer for analysis and does not have a c300 analysis result.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008,explanted: (B)(6) 2014, product type lead; product ID 37081, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37081, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
(B)(4) for verbatims "pulled on the extn-lead, so that approximately half of the lead broke away and was removed with ins and the rest of lead was left internalized".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient explanted her spinal cord stimulator (scs) because she had pain at the pocket site. She had it removed and they took the leads out and everything. The patient was alive with no injury at the time of the report. There was no alleged product issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.